Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the cautery from the instrument arced and struck the gallbladder creating the release of bile and contamination of the abdominal cavity. The surgeon suctioned and irrigated the area and aspirated the cavity. The hospital has report no pt injury occurred.